Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Synthes is unable to provide the MFR, 510k number or the MFR date without the lot number or device provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
Pt post status lumbar fusion l2 to s1. Patient complained of pain, an x-ray revealed s1 locking cap pulled off of the screw head and at l5 the cap came loose from the 3-d head on the pre-assembled screw. Surgeon removed hardware and replaced the locking caps. Surgeon noted the pt was non-compliant. This is one (1) of three (3) reports for this event.